Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, during a meniscus repair surgery, the fast-fix 360 curved t2 came out of the meniscus. T1 was already anchored secured in the patient, and t2 was removed with tweezers. Surgery was completed with a back-up device instead. There was a delay of less than 30 minutes, and no further complications were reported.

Manufacturer narrative:
H10: h3, h6: part of the reported device was received for evaluation. The reported malfunction was not duplicated during visual inspection or functional testing. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was not determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that can contribute to the reported event include failure to fully actuate the device behind the meniscus during implantation. Based on this investigation, the need for corrective action is not indicated.